Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 45630. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of error code 45630. This device has not been serviced in the past. Visual/functional testing was performed. Error code 45630 was not duplicated during the investigation. Found an error 45630 message in the device information folder. The cause is the motor. The motor odometer was high. Replaced the motor to correct the issue. The device passed all functional tests after the repair.